Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer had experienced a low blood glucose (bg) level of 59 mg/dl. The contact stated that the bg was slightly lower for the customer due to being more active than usual and was not related to the pump or supplies. The customer ate dinner to address the low bg level.